Event description:
During a pre-surgical polyvinyl alcohol embolization of a distal arteriovenous malformation (avm), the physician was having difficulty accessing the appropriate middle cerebral artery (mca) vessels with the device and torqued it in several different directions. At this point, the distal section of the guidewire separated from the main body of the device. The fragment was positioned from the distal internal carotid artery to the m1 segment of the mca. A retrieval device was used in an attempt to retrieve the fragment. During the multiple attempts to remove the fragment, it migrated distally into the m2 segment of the mca. Additionally during these attempts, the retrieval device tip separated and migrated to the same m2 branch as the guidewire fragment. This resulted in a thrombosis occluding the m2 branch. The physician was unable to retrieve the device fragments. Angiography demonstrated there was collateral flow to some of the territory previously fed by the thrombosed m2 vessel. Post procedure, the pt had mild facial droop and upper extremity weakness. The pt went on to have surgery to resect the avm as planned. The pt was discharged from hosp one week later with some resolution of the facial droop and weakness.